Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an obtryx sling was implanted on (B)(6) 2008. According to the complainant, two weeks post-implantation, the patient experienced pain and burning sensation on the left groin. Over the next year or two, the patient developed stress incontinence and experienced the same symptoms with rectal spasm and dyspareunia. The patient is taking valium, cymbalta, tramadol, diclofenac, and other over-the-counter medications. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.